Event description:
The customer reported that the device charge pak warning icon is active. When received by medtronic ers, the device did not turn on. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed diode, designator cr24, on the analog pcb assembly. A replacement device was provided to the customer.